Manufacturer narrative:
Follow up 03/29/2016: device evaluation of charger/modem sn (B)(4) is completed. The reported problem (charging faults) was confirmed. Upon evaluation, the battery connector on the pca board was defective. The cause of the charging faults is the defective battery connector. The root cause of the defective connector cannot be positively identified. Device evaluation of charger/modem sn (B)(4) is underway. The reported problem (charging faults) was confirmed. A root cause investigation is underway. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was producing faults while charging.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) is underway. The reported problem (charging faults) was confirmed. A root cause investigation is underway. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was producing faults while charging.